Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID neu_unknown_ext, explanted: (B)(6) 2014, product type: extension.

Event description:
Additional information received reported that the patient had requested an explant. It was stated that the ins, lead, and extension were explanted. It was noted that there had been "poor patient selection by medical doctor."

Event description:
It was further reported that the patient received assistance from their doctor or a manufacturer representative and their concerns were resolved. On(B)(6) 2014, the patient had a removal of their ¿failed, defunk, p.o.s. Neurostim.¿ additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.